Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester called alleging discrepant low result, inratio2 = 0.8 and 0.9, lab = 2.2. Readings taken two hrs apart. Pt's therapeutic range 2.0 - 3.0.